Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer almost requested a bolus by mistake while "fumbling" with the screen while sleeping. Customer was able to stop the request before completing it. Tandem technical support associated customer with activating the feature lock settings to prevent the customer from delivering an unwanted bolus. Customer's blood glucose was 152 mg/dl.